Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Reportedly the customer would change the infusion set to address the alarm. Customers blood glucose was about 300mg/dl.